Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2016, merge healthcare was notified that a customer's system would not boot up. It was determined the issue was related to a bad hard drive. The system was moved to a second hard drive for complete resolution. On (B)(6) 2016, merge healthcare received information that while the system was being repaired, patients were rescheduled, resulting in a delay of care. No patient harm occurred as a result of this delay. (B)(4).